Event description:
Related manufacturer reference number: 2017865-2024-01600, 2017865-2024-01598 it was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting high pacing impedance and failure to capture, and the atrial lead was exhibiting an unspecified malfunction. The physician elected to replace the leads. The rv lead was explanted and replaced. During procedure, it was noted the replacement atrial lead was unable to advance down the introducer. The procedure was completed using a different atrial lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to advance was not confirmed. As received, a complete lead was returned in one piece. The catheter used in the field was not returned with the lead for analysis. The catheter insertion test was performed, and the lead could be inserted inside the catheter and removed without difficulties. Electrical testing did not find any indication of conductor fractures or internal short. Visual and x-ray examinations of the lead did not find any anomalies.